Event description:
It was reported that an asymptomatic patient presented in clinic with oversensing on their implantable cardioverter defibrillator. The device was far field p-wave oversensing on the ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Programming changes and induction testing were discussed. No patient symptoms were reported and no further information is available.

Event description:
New information received on 09/27/2017 noted that there was non-sustained episodes of far p-wave oversensing on the right ventricular channel. Programming changes were made. Patient was stable.